Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
One of the screws that attaches the rectangular piece above the pump has allegedly broken.